Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an intermittent shocking sensation at the pump pocket area. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.